Manufacturer narrative:
The failure investigation has been completed and the alleged occlusion alarm issue was verified in the pump logs; however, no failure was identified. The cartridge was not returned. Additionally, the alleged battery issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. Additionally, it was reported that the pump battery was observed to be depleting rapidly. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting. Reportedly the customer had manual injections as alternate insulin therapy.